Event description:
Promus premier china registry. It was reported that the subject experienced unstable angina pectoris. In june 2019, the subject was diagnosed with unstable angina pectoris. The target lesion #1 was located in the mid right coronary artery (rca) to distal rca with 100% stenosis and was 46 mm long, with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of 2.50 mm x 28 mm and 3.50 mm x 24 mm promus priemiere stents. Following this intervention, post dilatation was performed. Post procedural stenosis was reported as 0%. Eight days later, the subject was discharged. In (B)(6) 2019, 38 days post index procedure, the patient was diagnosed with unstable angina pectoris and was hospitalized on the same day. No other action was taken to treat the event. The outcome of the event was considered to be recovering/resolving. It was further reported that a percutaneous coronary intervention was performed at a non target vessel revascularization to treat the event and, therefore, is no longer related to the study devices.

Manufacturer narrative:
Device is a combination product.

Manufacturer narrative:
Device is a combination product.

Event description:
(B)(4) clinical study. It was reported that patient experienced unstable angina pectoris. In (B)(6) 2019, the subject was diagnosed with unstable angina pectoris. The target lesion #1 was located in the mid right coronary artery (rca) to distal rca with 100% stenosis and was 46 mm long, with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of 2.50 mm x 28 mm and 3.50 mm x 24 mm promus priemiere stents. Following this intervention, post dilatation was performed. Post procedural stenosis was reported as 0%. Eight days later, the patient was discharged. In (B)(6) 2019, 38 days post index procedure, the patient was diagnosed with unstable angina pectoris and was hospitalized on the same day. No other action was taken to treat the event. The outcome of the event was considered to be recovering/resolving.